Event description:
It was reported in per form that this right atrial (ra) lead was repositioned due to dislodgement and loss of capture with no asystole observed. No additional adverse patient effects were reported.